Event description:
It was reported that a skin reaction issue occurred. The wearable was inserted into the arm on (B)(6) 2025. Event date is an approximation on 09/30/2025, it was reported that the patient had a failed g7 wearable and upon removing the wearable, he had noticed a swelling in the insertion area (needle puncture) and had difficulty moving the area. He then went to see his doctor and he was prescribed an oral medication (patient does not remember the name of the medication) and was given an antibiotic shot. He was told to take the medication for the next 7 days. By the 10th day (on (B)(6) 2025), the patient said that the swelling has already subsided and he is feeling fine. No data or product was provided for investigation. The allegation was undetermined. The probable cause could not be determined. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration). H6: health effect clinical code - needle stick/puncture.